Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing his ipg burning all the time. The ipg becomes warmer when the stimulation is increased and when he recharges. The pt recharges with the stimulator turned on. The pt was advised to recharge with the stimulation turned off and to recharge more frequently. Follow up info identified the pt continues to experience pocket heating. The pt reports the ipg gets warmer when he turns the ipg on and increases the amplitude, however, he still feels warmth when the device is turned off. X rays were taken and showed no anomalies. The pt was advised to turn the sys off till further action is taken. Surgical intervention may be pending to address this issue.